Manufacturer narrative:
The field service engineer found the cuvette top was wet. He adjusted the water quantity and increased the gear pump pressure. He ran mechanism checks that were acceptable. A required extra wash cycle had not been installed on the analyzer and it was installed. A reagent issue was excluded as a potential cause. The investigation determined the maintenance actions resolved the issue.

Event description:
There was an allegation of questionable ca2 (calcium, gen 2) results from the cobas 6000 c501 module. Sample 1 initial result was 1.76 mmol/l and the repeat result was 2.27 mmol/l. Sample 2 initial result was 1.47 mmol/l and the repeat result was 2.31 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 62349501 with an expiration date of 30-jun-2023.